Event description:
It was reported that during the implant procedure, inserting the lead into the header of the pulse generator was difficult and intermittent capture was noted. The pulse generator was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.